Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire broken, and blackened. The broken part was not returned and the distal pierce hole was blackened and melted. Moreover, the working length was twisted and kinked. The complaint was consistent with the reported event of cutting wire broken, so it is most likely that an excess of voltage applied during the procedure could cause the failures noted. Based on the device condition, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 49 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the cutting wire detached inside the patient. Reportedly, an attempt was made to retrieve the detached cutting wire and the physician could no longer find the cutting wire. The procedure was completed using this jagtome¿ rx 49. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) cut wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 49 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the cutting wire detached inside the patient. Reportedly, an attempt was made to retrieve the detached cutting wire and the physician could no longer find the cutting wire. The procedure was completed using this jagtome rx 49. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.